Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen and remote support service was offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the black screen issue and remote support service was offline. A field service engineer (fse) inspected main drawer 5.1 and found it failed with no pockets detected on the bus and unable to recover. Using a multimeter, fse confirmed the drawer controller board was faulty and replaced it successfully. Hardware test application passed, and the customer verified the drawer was functioning correctly in the application. The system functioned as intended after the field service engineer repaired the device.